Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of having difficulties rewinding insulin pump. Customer's blood glucose was 285 mg/dl. Customer would call back to continue troubleshooting when feeling better customer is not able to view display screen and has no one available to assist her.